Manufacturer narrative:
Investigation findings: the bur was received for evaluation at conmed linvatec and the reported problem was confirmed. An examination of the packaging found the bur was outside of the plastic clam shell and holes and scratches were in the packaging causing a breach in product sterility. Conmed linvatec history records were reviewed and this is the first report of this failure related to this device.

Event description:
The customer returned this bur with the report that the wrong product was ordered. During receiving and inspection of the returned product by linvatec belgium, it was observed that the packaging had scratches and small holes in it causing a breach in product sterility.